Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, the battery was depleting quickly which resulted in the pump battery fully depleting and shutting down. The customer¿s blood glucose was 450(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified. Additionally the alleged usb port issue could not be verified.